Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. This device has not been returned to the service center for repair or estimation. No physical evaluation of the device is possible. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on return device evaluation. The following sections were updated: d8,d9, g3, g6, h2, h3, h4, h6 and h10. The device was received and evaluated. During inspection it was found that the key pad has a crack and needs to be replaced. During testing the unit failed hand switch test lh position # 9 error due to faulty aux board. The current software is v2.06 needs to upgraded to v2.07. The top case has small dent on the back side. The fault log showed 200 ref 79, five times indicated pk-rf thermistor failure[ post check]. Thermistor temperature / resistance out of range and error 400 ref 25, ten times indicated biomed time credit expired. Biomed is notified that time credit is expired. Error code stored in log. The biomed test cable has been used beyond its time limit allocation. The operator will have been advised and this error code recorded in the log. There is no fault. A DHR (device history record) review has been conducted with no issues found, ncr¿s or deviations. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device exhibited low output and failed the test. The issue occurred during maintenance. There were no further details provided regarding the event. No patient involvement; no user injury reported.